Manufacturer narrative:
The dilator involved in the event was inadvertently discarded by the hospital and could not be returned for analysis. Testing of components from the same lot under fluoroscopy against a reference sample confirmed a reduced level of radiopacity for components in that lot. The compound utilized in the design utilizes a mix of bismuth subcarbonate to fluoresce under fluoroscopy. A chemical analysis of a sample dilator from the same lot was performed, which confirmed a reduced level of bismuth bicarbonate in the material. This deficiency resulted in the reduction of radiopacity observed by the user.

Event description:
Cardiacassist was notified by the hospital that while performing the transseptal dilation under fluoroscopic guidance, the clinicians could not fully visualize the transseptal dilator. The dilation was completed using tactile feedback to indicate when the intracardiac septum had been crossed. There was no adverse impact to the patient as a result of the issue.